Event description:
A customer reported comparing a reading of 98 mg/dl obtained on his adc blood glucose meter to a reading of 329 mg/dl received on a health care provider meter. The comparison was reportedly completed within ten minutes. The customer reportedly experienced symptoms of blurred vision and chills, and he took his regular insulin medication to counteract the event. The customer was reportedly diagnosed with hyperglycemia and treated with an insulin shot. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.